Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. It was reported that the customer wished to speak with their healthcare provider first, before providing more information or troubleshooting. No further assistance was required.